Event description:
It was reported, that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure. The bipolar energy function did not work on the maryland bipolar forceps instrument. The instrument was replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting, a cautery issue. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.040¿ - 0.218¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Root cause of this failure is attributed to mishandling. The instrument was found to have damage on the yaw pulley. The yaw pulley exhibits indentations. There is no material missing from the yaw pulley.